Event description:
While screwing in a screw during an acl reconstruction, an audible snap was heard. The surgeon determined that the screw had split yet it was doing the intended job of holding the patella graft in place. So, it was left in place.